Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On (B)(6) 2010, the consumer used o.b combination packs, one tampon once, vaginally for menstruation (lot number 3539m6783, expiration date unspecified). On the same day, she experienced foul vaginal odor and noticed that the tampon was not absorbing. She also stated that the piece of plastic from the wrapper broke and retained in her vagina. On the same day, the event resolved. She continued to use the device. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2010. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.